Event description:
The device was returned for analysis after 10 months implant duration. The report indicates the product was replaced due to the loss of dbs stimulation. No further patient complication has been reported. A follow-up MDR will be sent when final product analysis becomes available. See MFR report number 2649622200602266.

Manufacturer narrative:
H6 - preliminary analysis findings revealed multiple fractures were observed in 3 conductors and fractured filars were noted in several conductors between 50.5 and 51.2 cm from the distal end. A follow-up MDR will be sent when final product analysis becomes available.